Event description:
The manufacturer received information regarding a dreamstation auto . The device was returned to a third party service center. During visual inspection the power connector of the unit is corroded. This report is being submitted for the corrosion in power connector during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. The device was scrapped.